Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4248120. D4. Medical device expiration date: 28-feb-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 04-sep-2024. E1: initial reporter phone #: (B)(6) . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hang up appeared in an unspecified number of tubes across two lot numbers. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-jan-2025 investigation summary bd received 100 samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up were observed. Additionally, the customer samples along with 100 retention samples per lot number, 200 in total, were visually inspected, and no abnormal additive spray was found. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the lots 4115165 and 4248120, for the indicated failure mode: sample quality - red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, red cell hang up appeared in an unspecified number of tubes across two lot numbers. No adverse impact was reported regarding the patient or user.